Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when he booted up the system and it stated 'localizer faulted'. There was no patient involvement. They went  into nditoolbox and bump status and temp exceeded = erroneous bump.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 9735670 (serial: (B)(6); product type: ; implant date n/a; explant date n/a, product ID 9735821r. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system passed testing. Codes b01, c19 and d14 are applicable to this analysis medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 - vendor analysis confirmed the event and isolated to a faulted battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Aware date/g3: on the last report, the aware date was mistakenly reported as 2024-jul-22, the original work order completion date. This should have been changed to the date we were aware the work order change of information which was 2024-dec-30. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h11.

Manufacturer narrative:
Continuation of d10: for clarity in reporting, the following products have been included in this system report. Section d information references the main component of the system. Other relevant device(s) are: product ID:(camera 9735821), serial/lot #:p900369, ubd:unknown, UDI#:unknown. Product ID:(clip 9735811), ,ubd:unknown, UDI#:unknown for the following work order and analysis reports there was changes to the work order findings and there have been updates to their associated coding. H3/h6) the work order documentation was updated to reflect the navigation system in field findings. It was reported the system underwent a comprehensive evaluation, including hardware, software, instruments, and a self-test. A hardware failure was identified. In the nditoolbox, there was a bump status and temp exceeded equal to an erroneous bump. There was an unspecified new part installed. After completion, it was confirmed that the system that the general failure was resolved. Codes b01, c13, and d02 apply. H3/h6) the 9735811 was returned to the manufacturer for evaluation. After visual/physical examination, the reported issue was confirmed. The returned clip is cracked and broken along one side. Codes b01, c0705, and d02 apply. H3/h6: the camera, 9735821 lot number: p900369, was returned and analyzed. The returned positioning sensor unit (psu) had scratches on the housing and lenses. There was a broken off screw at the network port. A check of the event log showed intermittent firmware incompatibility and intermittent illuminator voltage low. There was a battery voltage low message along with bump detected and storage temperature exceeded. Otherwise, the psu passed an accuracy test. Codes b01, c02, c13, and d02 apply. A05 applies to damaged clip. A1102 applies to localizer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6: the camera, lot number: p900369, was returned and analyzed. The returned positioning sensor unit (psu) had scratches on the housing and lenses. There was a broken off screw at the network port. A check of the event log showed intermittent firmware incompatibility and intermittent illuminator voltage low. There was a battery voltage low message along with bump detected and storage temperature exceeded. Otherwise, the psu passed an accuracy test. Codes b01, c02, c08, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.